Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of no delivery alarm. The customer's blood glucose level was 20 mmol/l at the time of the incident. The customer treated with the pump and blood glucose went down to13 mmol/l. The customer had symptoms such as nausea. The customer stated that they were not getting insulin into their body. The customer stated that drive support appeared normal. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.